Event description:
The user facility reported a 73-year-old male was implanted with an impella cp for cardiac support after going into ventricular tachycardia and being shocked eight times. The physician attempted to reposition the impella cp but it was decided to take impella cp out and put in an intra-aortic balloon pump due to continuous heart arrhythmias. The patient was still arrhythmic post impella explant.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.